Event description:
The hcp reported a pump reservoir volume discrepancy. At the patient's last refill appointment, the estimated reservoir volume (erv) was 1.8 ml, but the actual reservoir volume (arv) was 18 ml. The hcp reported the patient's pump was alarming and all programming was verified as correct. The patient's pump has been implanted for over 95 months implant duration. The hcp stated the patient was asymptomatic. The drug contained in the patient's pump is unknown. The hcp is considering a replacement pump. Additional information has been requested, but was not available at the time of this report.